Event description:
Received request for service from the (B)(6). During service the device was found to have a damaged o-ring. It is unk if the device was used in surgery. It is unk if injury or medical intervention were reported. It is unk if there was a delay in surgery. No add'l info is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.